Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when doing a third pullback with the ivus catheter, it was noted that the lap joint part got separated outside the patients body. The procedure was completed with another of the same device. No patient complications were reported.